Event description:
It was reported that during an unknown procedure, after delivering a few clips without a problem, the remaining clips would not advance and were stuck in the applier. Another applier was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.